Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient they received a shock from their implantable cardioverter defibrillator (ICD). It has not been confirmed whether the shock was appropriate. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up obtained from the clinic that the patient¿s medication was changed.